Event description:
It was reported that during revision surgery to address nonunion, two xia blockers were found to be loose. Both blockers were explanted and replaced. This report captures the right side blocker.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. From xia 3 surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopedic devices may be considered only as a delaying technique or to provide temporary relief. Based on available information and surgical technique, the most likely cause of the reported event is fatigue overload over 4 years due to patient non-fusion.

Manufacturer narrative:
Hospital discarded.

Event description:
It was reported that during revision surgery to address nonunion, two xia blockers were found to be loose. Both blockers were explanted and replaced. This report captures the right side blocker.